Event description:
It was reported that the atrial lead exhibited no sensing, no capture and impedance less than 200 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.